Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
A facility representative indicated that following an implantable collamer lens (icl) implantation, the lens was removed at a later date. No cause for the explantation was reported. If any additional information is received, a supplemental medwatch report will be submitted.